Event description:
It was reported that the patient's implantable neurostimulator (ins) was off when the patient went through security check at the airport. This was confirmed by interrogation by the physician two weeks later. The patient has no injury. The patient outcome was okay. There were no other indicators of a problem with the device showed in the n'vision print out.

Manufacturer narrative:
(B)(4).